Event description:
According information initially provided: "pediatric arjohuntleigh company representative abut an incident that had occurred at a private residence in which a "hoyer lift" was being used to transfer the patient from their wheelchair to their bed. The sling was underneath the patient; while raising them up, the nurse reported hearing a crack and the patient made audible noises indicating duress. After they had lowered the patient onto the bed, there was noticeable swelling on the right leg. Called the e.r. And the patient was diagnosed with a spiral fracture of the right femur (starting just below the hip joint). The nurse reported that they believed that the sling being used was too small." (B)(4).